Event description:
The rptr states that he obtained the blood glucose result of 140 mg/dl on the acc-chek advantage meter in comparison to the professional meter result of 75mg/dl. The results were obtained within a 10 min timeframe. No action was taken based on the readings. No adverse event reported. New sys sent to customer and return requested.